Event description:
(B)(6) customer received a blood glucose reading of 5.5mmol/l on the contour, and administered 28units of humalog. She became hypoglycemic and went to the urgency department in her clinic. Information regarding symptoms and treatment was not provided. It was recommended the customer return the test strips for evaluation. A new meter was sent to her.